Event description:
It was reported that during the surgery pin re-insertion was attempted but was concluded as not being the issue. The explanted devices were discarded and are not available for analysis.

Event description:
It was reported on 10/04/2016 that the patient had high lead impedance that was discovered during an office visit on (B)(6) 2016. It was stated that x-rays were performed that appear to show that a lead fracture is present. The patient had a full replacement on (B)(6) 2016. The explanted devices have not been received to for analysis to date.